Event description:
A battery depletion issue was reported by the customer. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.